Event description:
It was reported that the right ventricular (rv) lead and atrial lead had high thresholds and low pacing impedance measurements. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. (B)(4).